Event description:
It was reported to boston scientific corporation that a precision speedtac® was used on an anterior repair and sling procedure on (B)(6) 2014. According to the complainant, during the procedure, when the physician was placing the anchor in the patient's left side, the suture disconnected from the anchor. The doctor then left the anchor inside the patient and opened another precision speedtac® to finish the procedure. The patient was reported to be in stable condition.

Manufacturer narrative:
Analysis of the returned prcn spd tac trnvgl anch sys mono revealed that the anchor shroud is collapsed. The anchor and suture were not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Following a detailed device analysis, it was noted by the complaint investigation site (cis) that the condition of the returned device could not be evaluated with respect to the reported issue that the anchor had detached from the suture. Neither the anchor nor the suture were returned for analysis. There is not enough information per the event description or from similar complaint investigations to provide a most probable root cause. Therefore, the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that a precision speedtac® was used on an anterior repair and sling procedure on (B)(6) 2014. According to the complainant, during the procedure, when the physician was placing the anchor in the patient's left side, the suture disconnected from the anchor. The doctor then left the anchor inside the patient and opened another precision speedtac® to finish the procedure. The patient was reported to be in stable condition.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.